Manufacturer narrative:
(B)(4). (B)(6). Reporter¿s complete mailing address was not provided this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device temperature was above specification, device became too hot. It was also noted that the device failed pre-test for temperature assessment (at elbow and base) and vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to pre-mature wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device became hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. The exact date of this event is unknown. If additional information should become available, a supplemental medwatch will be submitted accordingly.